Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a tear in the silastic of their driveline near the metal connector. Rescue tape was applied to the tear and the patient was to return to clinic on (B)(6) 2022 for evaluation for a clamshell repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the patient¿s driveline requiring a clamshell repair was confirmed through the onsite evaluation by and abbott technical services representative; however, a specific cause for the reported damage could not be conclusively determined. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. H, is currently available section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. G, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs the user not to twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that a clamshell repair was successfully performed on 14apr2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no photographs were provided by the account. A specific cause for the reported damage could not be conclusively determined. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas IFU, rev. H, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. G, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs the user not to twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.